Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she lost (B)(6) due to an illness that was unrelated to the device but because of the weight loss, the device had been moving around a lot- moved over near the spine. The patient noted that it got a nerve once in a while and she could barely walk. Sometimes, it stood up on end. This was a gradual change in therapy and the symptoms got worse as she lost more weight. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know the steps taken to resolve the device moving and to know if the walking issues resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that there were no steps taken to resolve the device moving around and the walking issue was not resolved. Further information noted that the patient moved the device back with her hand the best way she could. She had an appointment with the doctor.